Manufacturer narrative:
The es pencil was discarded following the procedure, so no sample was available for investigation. If further info relevant to this complaint is found, a follow-up report will be sent.

Event description:
The report stated that the pt experienced a 2nd degree burn to the lip when the coag button stuck down and continued to activate. The pt was treated topically and is fine. The device was discarded by the site.